Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibted fine noise on the ventricular rate/sense channel causing pacing inhibition. The noise could not be recreated.the lead measurements are normal and stable.